Event description:
A customer reported obtaining a higher than expected thyroid stimulating hormone (htsh) result for one (1) patient that was questioned by the clinician. The result was generated on a unicel dxi 800 access immunoassay system. Lot numbers for access hypersensitive htsh reagent and calibrators were not provided. The customer repeats all htsh results equal to or below 0.5 ¿lu/ml. Subsequent testing of the sample after re-centrifugation on the same sample and on alternate methodology produced lower results that better matched the patient's clinical history. The initial result was reported out of the laboratory and the patient l-t4 dose was increased as the tsh result was not below the expected tsh suppression below 0.1¿lu/ml.

Manufacturer narrative:
Sample collection and centrifugation information have not been supplied to date. Per the customer feedback event description, tsh quality control (qc) was performing within the customer's established ranges. Specific qc data and additional system information have not been supplied to date. Service was not dispatched for this event as the customer was not questioning instrument performance at this time.